Event description:
History of severe cardiomyopathy presents with dyspnea was electively admitted for ICD implantation. Pt underwent an uncomplicated angle-chamber ICD implantation via the left axillary vein. ICD testing with ventricular defibrillation indication was not performed d/t a k+ = 6.2. Pt tolerated procedure well. That evening on (B)(6) 2006, pt complains of acute onset sharp chest pain. Device interrogation was performed demonstrating instability to pace even at maximum output. Pt underwent lead revision on (B)(6) 2006. During defibrillation threshold testing, an error occurred during charging, described as "an aborted charge d/t possible output circuit damage" and an out-of-range high voltage lead impedance was demonstrated. The device and lead were explanted and a new ICD and generator were implanted/replaced via the left axillary vein.